Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the dvstream events was conducted, and the following findings were noted: the customer used two endoscopes interchangeably throughout the duration of the procedure (serial numbers (sn) (B)(6)). The surgeon pressed the "scope flip" button on the touchpad at 21:29:18.179 utc (roughly 1 hour and 9 minutes into the procedure). The scope flip activation was followed by recoverable error on arm (endoscope sn (B)(6) arm), indicating that the arm was at its joint position limit. This was followed an advisory error, indicating that video output may have affected. The recoverable error was recovered by the user at 21:29:26.951 utc. The camera control pedal was attempted to be activated at 21:29:27.476 utc, however, control was denied. Within the same second, the surgeon entered following mode on both arm 1 (maryland bipolar forceps instrument) and arm 3 (monopolar curved scissors (mcs)). The mcs instrument was removed from arm 3 at 21:30:12.076 utc. The endoscope (sn: (B)(6)) was removed and endoscope (sn: (B)(6)) seated to arm 2 four times between timestamps 21:31:00 and 21:34:00, where endoscope (sn: (B)(6)) was reinstalled. The mcs instrument was reseated on arm 2 at 21:34:37.254 utc. The endoscope (sn: (B)(6)) was used until 21:38:50.337 utc, where it was removed and replaced with the endoscope (sn: (B)(6)) until the completion of the procedure. The procedure continued as a four-arm procedure until completion at 22:48:17.326 utc with no additional errors noted. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. A review of the system procedure and service history was performed, indicating that multiple procedures have occurred on this system since the event with no servicing requested on the system as a result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed the following possible related system errors: joint position limit, universal surgical manipulator 2, axis 4. (Possible endoscope bearing if this is an endoscope), and the user recovered from a recoverable fault.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the image became inverted when a recoverable fault occurred using the 30 degree endoscope. To resolve the issue, the endoscope was removed and reseated, the procedure was completed robotically with no injury to the patient.